Manufacturer narrative:
Follow-up #1 date of submission 04/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The keypad has no visible sign of damage. Evaluation revealed that there was contamination under all of the button contacts. The keypad symbols were found to be worn. Evaluation also revealed that the display lens was scratched. Device history record review was conducted on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and hard to press. It was noted that the button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.